Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and immune thrombocytopenic purpura ('idiopathic thrombocytopenic purpura') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain, chronic"), abdominal pain ("abdominal pain, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia(bleeding b/w periods)"), anaemia ("anemia"), rash ("rash"), skin disorder ("skin condition"), immune thrombocytopenic purpura (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neurocondition /problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and thyroid disorder ("thyroid issues") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, rash, skin disorder, immune thrombocytopenic purpura, gastrointestinal disorder, weight increased, nervous system disorder, fatigue, alopecia, migraine, headache, hormone level abnormal and thyroid disorder outcome was unknown and the menorrhagia, metrorrhagia and anaemia had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, immune thrombocytopenic purpura, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, rash, skin disorder, thyroid disorder and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea, (cramping), back pain, chronic, pelvic/abdominal pain, dyspareunia, (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia(bleeding b/w periods), anemia, autoimmune idiopathic thrombocytopenic purpura, gi conditions, weight gain, neurocondition /problem, fatigue, hair loss, migraine,headaches, hormonal changes. Received treatment for other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to dysmennorhea, (cramping), back pain ,chronic, pelvic/abdominal pain, dyspareunia, (painful sexual intercourse),menorrhagia (heavy menstrual bleeding), metorrhagia(bleeding b/w periods), anemia, rash, skin condition, idiopathic thrombocytopenic purpura, migration, gi conditions, weight gain, nuero condition /problem, fatigue, hair loss, migraine, headaches, hormonal changes, were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: posterior uterus and l pelvic broad ligament'), endometritis ('chronic endometritis') and immune thrombocytopenia ('idiopathic thrombocytopenic purpura') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "my uterus is tilted backwards so dr. Had difficulty placing it". The patient's medical history included drug allergy and pelvic adhesions. Previously administered products included for an unreported indication: tramadol and ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, chronic/ pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain, chronic"), abdominal pain ("abdominal pain, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"), metrorrhagia ("metorhagia(bleeding b/w periods)"), anaemia ("anemia"), rash ("rash"), skin disorder ("skin condition"), immune thrombocytopenia (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuerocondition /problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine / migraines / headaches"), headache ("headaches"), thyroid disorder ("thyroid issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("other injury(ies) or complication(s) please describe: memory loss"), endometriosis ("other injury(ies) or complication(s) please describe: chronic endometriosis"), genital haemorrhage ("abnormal bleeding (general)"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition type: digestive issues"), adnexa uteri pain ("ovaries pain"), uterine pain ("uterus pain") and scar ("complications from your essure removal procedure-scarr tissue all arounf fallopian tube") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) supracervical hysterectomy (uterus only), bilateral salpingectomy unilateral oo). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, endometritis, pelvic pain, dysmenorrhoea, dyspareunia, rash, skin disorder, immune thrombocytopenia, gastrointestinal disorder, weight increased, nervous system disorder, fatigue, alopecia, headache, hormone level abnormal, thyroid disorder, vaginal haemorrhage, amnesia, endometriosis, genital haemorrhage, hypothyroidism, female sexual dysfunction, dyspepsia and scar outcome was unknown, the back pain, abdominal pain, menorrhagia, metrorrhagia, anaemia, adnexa uteri pain and uterine pain had resolved and the migraine was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, amnesia, anaemia, back pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, endometritis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, immune thrombocytopenia, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, rash, scar, skin disorder, thyroid disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea, (cramping),back pain ,chronic,pelvic/abdominal pain ,dyspareunia, (painful sexual intercourse) , menorrhagia (heavy menstrual bleeding),metorhagia(bleeding b/w periods),anemia, autoimmune idiopathic thrombocytopenic purpura , gi conditions, weight gain,nuerocondition /problem, fatigue, hair loss, migraine,headaches, hormonal changes. Received treatment for other injuries/sympt. Discrepancy note date of insertion :- (B)(6) 2007. Current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Imaging procedure - on (B)(6) 2007: dye test-bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia. Pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-may-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (general), apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: hypothyroid, gastrointestinal or digestive system condition type: digestive issues, ovaries pain, uterus pain. Outcome of event back pain, abdominal pain, migraine were updated. Aka name were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: posterior uterus and l pelvic broad ligament'), endometritis ('chronic endometritis') and immune thrombocytopenia ('idiopathic thrombocytopenic purpura') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "my uterus is tilted backwards so dr. Had difficulty placing it". The patient's medical history included drug allergy and pelvic adhesions. Previously administered products included for an unreported indication: tramadol and ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, chronic/ pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain, chronic"), abdominal pain ("abdominal pain, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"), metrorrhagia ("metorhagia(bleeding b/w periods)"), anemia ("anemia"), rash ("rash"), skin disorder ("skin condition"), immune thrombocytopenia (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuerocondition /problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine / migraines / headaches"), headache ("headaches"), thyroid disorder ("thyroid issues"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), amnesia ("other injury(ies) or complication(s) please describe: memory loss"), endometriosis ("other injury(ies) or complication(s) please describe: chronic endometriosis"), genital hemorrhage ("abnormal bleeding (general)"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition type: digestive issues"), adnexa uteri pain ("ovaries pain"), uterine pain ("uterus pain") and fallopian tube disorder ("complications from your essure removal procedure-scar tissue all around fallopian tube") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) supracervical hysterectomy (uterus only), bilateral salpingectomy unilateral oo). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, endometritis, pelvic pain, dysmenorrhoea, dyspareunia, rash, skin disorder, immune thrombocytopenia, gastrointestinal disorder, weight increased, nervous system disorder, fatigue, alopecia, headache, hormone level abnormal, thyroid disorder, vaginal hemorrhage, amnesia, endometriosis, genital hemorrhage, autoimmune hypothyroidism, female sexual dysfunction, dyspepsia and fallopian tube disorder outcome was unknown, the back pain, abdominal pain, menorrhagia, metrorrhagia, anaemia, adnexa uteri pain and uterine pain had resolved and the migraine was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, amnesia, anaemia, autoimmune hypothyroidism, back pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, endometritis, fallopian tube disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, immune thrombocytopenia, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, rash, skin disorder, thyroid disorder, uterine pain, vaginal hemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea, (cramping),back pain ,chronic,pelvic/abdominal pain ,dyspareunia, (painful sexual intercourse) , menorrhagia (heavy menstrual bleeding),metorhagia(bleeding b/w periods),anemia, autoimmune idiopathic thrombocytopenic purpura , gi conditions, weight gain,nuerocondition /problem, fatigue, hair loss, migraine,headaches, hormonal changes. Received treatment for other injuries/sympt. Discrepancy note date of insertion :- (B)(6) 2007, (B)(6) 2007. Current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Imaging procedure - on (B)(6) 2007: dye test-bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia. Pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality of product technical complaint safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: posterior uterus and l pelvic broad ligament'), endometritis ('chronic endometritis') and immune thrombocytopenic purpura ('idiopathic thrombocytopenic purpura') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy and pelvic adhesions. Previously administered products included for an unreported indication: tramadol and ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, chronic/ pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain, chronic"), abdominal pain ("abdominal pain, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"), metrorrhagia ("metorhagia(bleeding b/w periods)"), anaemia ("anemia"), rash ("rash"), skin disorder ("skin condition"), immune thrombocytopenic purpura (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuerocondition /problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), thyroid disorder ("thyroid issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("other injury(ies) or complication(s) please describe: memory loss") and endometriosis ("other injury(ies) or complication(s) please describe: chronic endometriosis") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) supracervical hysterectomy (uterus only), bilateral salpingectomy unilateral oo). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, endometritis, pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, rash, skin disorder, immune thrombocytopenic purpura, gastrointestinal disorder, weight increased, nervous system disorder, fatigue, alopecia, migraine, headache, hormone level abnormal, thyroid disorder, vaginal haemorrhage, amnesia and endometriosis outcome was unknown and the menorrhagia, metrorrhagia and anaemia had resolved. The reporter considered abdominal pain, alopecia, amnesia, anaemia, back pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, immune thrombocytopenic purpura, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, rash, skin disorder, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea, (cramping),back pain ,chronic,pelvic/abdominal pain ,dyspareunia, (painful sexual intercourse) , menorrhagia (heavy menstrual bleeding),metorhagia(bleeding b/w periods),anemia, autoimmune idiopathic thrombocytopenic purpura , gi conditions, weight gain,nuerocondition /problem, fatigue, hair loss, migraine,headaches, hormonal changes. Received treatment for other injuries/sympt. Discrepancy note date of insertion :- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia. Pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 25-nov-2019: pfs&mr received. Reporter information was added. New event added endometritis, vaginal hemorrhage, memory loss, edometriosis and device dislocation event updated. Partial expulsion of device. Medical history and treatment drugs was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.